Event description:
A medtronic representative reported that, while in a cranial procedure, after non-sterile touch-n-go registration, the surgeon was seeing a left/right flip when verifying accuracy. Touching the left eye looked as though they were touching the right eye. In trouble-shooting, it was recommended to check fiducial placement and ensure that they were not symmetrical. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported the fidcuials were symmetrical. Performed a pointmerge and it passed. This was detected during verification non-sterile. Medtronic representative performed a navigation system check-out, all areas passed. Software investigation completed. Findings are that the fiducials were placed on the patient symmetrically. Software is functioning as designed. Use error caused the reported event.